Event description:
The customer reported while using a hand held intermec barcode wand, it read a sample barcode incorrectly as "204408318" instead of "020gh08318". A hepatitis surface antigen assay was being run at the time. No death or serious injury was associated with this event.